Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) inspected the iabp for blood, and no blood was found. The fse found no problem with the iabp, and purged excess condensation from the iabp. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient with the cs300 intra-aortic balloon pump (iabp), the intra-aortic balloon (iab) ruptured. The customer was unsure if the iabp caused it to rupture, and wanted the iabp checked. The customer was unsure if it was a getinge balloon. No patient harm, serious injury or adverse event was reported.